Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that during a left sided lead extraction procedure while using the lead extraction evolution shortie rl controlled-rotation dilator sheath set, a subclavian tear occurred. Open surgery was required to repair the tear.

Manufacturer narrative:
PMA/510(k)# k141148. Investigation summary: the affected product was not returned for physical examination. The complaint could only be confirmed through customer testimony. The indications for use was reviewed and listed as a potential event is 'laceration or tearing of vascular structures or the myocardium'. This complain event is a known failure mode and will be monitored and tracked via complaint handling and post market process. A device history record review for this lot number was performed including the manufacturing and quality control records. All steps were documented per procedure by appropriate personnel. There were no signs to indicate that a nonconforming device was released to the field. The device was not returned, therefore a determination if the device was defective is inconclusive.